Manufacturer narrative:
It was reported that the lap sponges are unraveling and pieces are left behind in patient causing extra time to remove. We used other sponges off the shelf and meticulously made sure there was nothing left in the patient. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Lap sponges are unraveling and pieces are left behind in patient causing extra time to remove.